Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one hickman d/l catheter in two segments was returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for catheter fracture as a complete circumferential break was noted to the inner lumen of the catheter on the distal end of the y-body. Also, a portion of the inner lumen could be seen within the y-body structure and excess blood was noted within it. Both lumens on both catheter segments were patent to infusion and aspiration. Although a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately four months post port placement, the catheter allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately four months post port placement through subclavian vein, the catheter allegedly fractured. There was no reported patient injury.